Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient line became separated from the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was approximately 240 mg/dl.